Event description:
Per wife, a cassette cracked where the edges meet after filling when she removed the syringe (heard a pop noise). She no longer has the cassette on hand and is unable to provide it. No additional information details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial and lot numbers are not known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to cvs/caremark by pt/caregiver.